Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was in hospice care at the time of death after experiencing several falls, fractured shoulder, uti's, c. Diff colitis, atrial fibrilation, renal failure, and heart failure all within the 4.5 months prior to death. The cause of death was determined to be due to congestive heart failure and renal failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient experienced a recent left proximal humerus fracture after a mechanical fall with course complicated by c. Diff colitis, acute kidney injury, lower extremity edema, and new onset of atrial fibrilation.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: enlw1613c124e, sn (B)(4), expiration date: 2014-03-02, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. It was reported that the patient expired of an unknown cause. The physician investigator assessed the death to not be related to the device or the procedure. No additional clinical sequelae were reported.